Manufacturer narrative:
(B)(4). Investigation summary: the device associated with the reported event was not returned for evaluation. Visual examination of the provided photographs confirmed the white plastic tip had broken off the instrument. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The tip of the impaction handle is defective : issue with the thread screw. The device was used during a procedure, causing a delay and requiring the opening of another ancillary.